Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Evaluation found the distal tip of the instrument has sheared off and there are signs of fatigue and metal deformation. It is possible that the tap was off axis with the k-wire and caused the wire to kink around the tip of the tap. This would cause forces to be applied radially outward on the cannulation, causing the tip to deform. The exact cause of the reported issue could not be determined.

Event description:
It was reported that during surgery the tip of a cannulated tap sheared off and left fragments in the patient. The fragments were recovered during a revision surgery.